Event description:
Boston scientific received information that the patient contracted an infection during the implant procedure and complications during the patient's stay at the hospital. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.